Manufacturer narrative:
On follow-up it was reported that the event occurred early in (B)(6). We are submitting (B)(6) as the earliest date possible. Analysis found that the reported event could not be confirmed and no abnormality was found on the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur wobbles in the handpiece. There was no known patient impact. On follow-up, it was reported that the handpiece was being used on a patient during stapes surgery. There was no patient or staff impact.